Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reds2339 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter, which was placed in this patient 7 months ago, was ruptured and moved into the pulmonary artery. Around 2 cm of the catheter was left externally.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter break is confirmed but the exact cause remains unknown. One photo sample of a 4 fr groshong nxt catheter was provided for evaluation. The image shows a section of the catheter outside of patient use. A break in the catheter appears to be present; however, the characteristics of the break surface could not be closely inspected from the image. The location of the break in the catheter is could not be determined. Usage residue is visible within the tubing. Based on the photo samples provided, possible contributing factors include exposure to excessive tensile forces and material fatigue caused by repeated kinking of the catheter. The event description indicates the device was in use for 7 months which suggest a manufacturing related root cause is unlikely. Since the catheter was observed to be fractured into three segments, the complaint is confirmed but the exact cause remains unknown. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use.

Event description:
It was reported that the catheter, which was placed in this patient 7 months ago, was ruptured and moved into the pulmonary artery. Around 2 cm of the catheter was left externally.